Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v436858, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s device stopped working about 2 days ago. About 2 days ago the patient¿s stimulation got very strong and then stopped. It was noted that the patient saw the stimulation off icon but saw the stimulation on icon earlier. The patient was on program 3 at 6.5v. It was reported that the patient did not see the implantable neurostimulator (ins) low icon on the programmer. The patient turned stimulation on and then back off. Additional information received reported that the patient had concerns with their device or therapy on (B)(6) 2014 and called the manufacturer. The patient had an appointment on (B)(6) 2014 and had surgery to replace their device on (B)(6) 2014.